Event description:
It was reported by the affiliate that the (1) tlc75 was used during a bowel resection procedure. It was reported that the handle broke off when the surgeon tried to fire the instrument. The case was completed with another instrument and there was no consequence to the pt.